Manufacturer narrative:
Rotation and secondary surgical intervention to remove/replace/reposition the lens is an expected or foreseeable side effect. Claim:(B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a low vault with rotation. The lens was implanted. On a later date the lens was explanted and on the same day, different surgery a replacement lens was implanted. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.